Event description:
The customer reported that the 840 ventilator had an erratic screen while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (cse) troubleshoots this issue with customer over the phone and suggested cleaning the inside of the front housing and then replacing the touch frame. Covidien was not authorized to service the device.